Event description:
Patient reported that since they started using the aligners they have experienced loose teeth and teeth soreness. Patient was advised to do a 2 week temporary rest period due to lower mobility.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.